Manufacturer narrative:
Concomitant products: t510c31 tissue valve; t510c33 tissue valve, (B)(6) 2011, 4968-60 lead, (B)(6) 2011.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited intermittent loss of capture due to a suspected dislodgement. It was noted that during a previous mitral/tricuspid valve replacement surgery, there was a secondary rvlead was implanted for this patient. The current rv lead was programmed off and the secondary rv lead was activated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.